Manufacturer narrative:
This device may have been subsequently explanted, but has not been returned to the boston scientific crm post market quality assurance lab for analysis purposes. If new info becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD), may not have delivered life-saving therapy. The pt's heart had stopped on the way to the hosp, and the device did not deliver shock therapy during this time. The local area sales rep confirmed that there was no allegation of a product performance anomaly by the physician, but could not obtain the official cause of death.